Event description:
The user facility reported that during a therapeutic upper gastrointestinal endoscopy, the surgical scissors would not cut the suture and become entangled with it. The user cut the sheath and wire of the surgical scissors near the handle and removed the endoscope to utilize it with another device, a loop cutter, which was able to cut the suture and remove the surgical scissors from the patient. The procedure was successfully completed with no patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience could not be determined at this time. However, the intended use of the surgical scissors and the loop cutter does not include the removal of sutures per the respective device instruction manual. If additional, significant information becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.